Event description:
The jaws stopped cutting mid-case. Had to open a new ligasure to complete the procedure. The product had patient contact but no patient harm. Manufacturer response for ligasure, (brand not provided) (per site reporter). Field rep notified.